Event description:
In 2008, the patient reported he noticed condensation in the cartridge chamber of his insulin infusion device about 1 week ago. He stated insulin has overflowed into the chamber when he inserts the cartridge into the device. The patient was advised to attach the adapter and tubing to the cartridge prior to inserting to into the device. The patient was advised to switch to his backup infusion device but he declined. The patient did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.